Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 5. The home patient (hp) had already cycled the power to clear the alarm, which was then followed by a system error 2367. The hp had ended therapy. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection and there were no patient extension lines in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies were not damaged by an outlet port clamp or assist device. The hp checked the lines and bags and found that the unused supply line clamp was left open. The technical service representative (tsr) reviewed proper setup procedures. The tsr had the hp close all of the clamps and disconnect using aseptic technique. It was unknown how the patient would complete therapy and there were no samples available. The hp was to notify his peritoneal dialysis registered nurse regarding missed therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.